Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 11:45am with a blood glucose level of 583 mg/dl. The customer stated that they felt symptoms of vomiting and turning red. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their sensor is displaying inaccurate readings, but the customer did not troubleshoot the issue. The customer mentioned that they forgot to change the reservoir before sleeping which led to the high blood glucose levels. Customer was wearing the pump at the time. The customer did not return the product back for analysis.